Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was programmed with as earlier today. Patient did not like to have standing and sitting be the same intensity so the rep made the cone are very small between upright and reclining. Patient called back after programming session to report that the stimulation was fluctuating back and forth between upright and reclining. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the stim intensity was fluctuating between the upright and reclining intensity settings based on the patients positions. The battery was unable to clarify if a sitting position was upright or reclining. Rep advised the patient to try and fine tune the intensity settings. He was going to play with it for 2 weeks to see if he was able to hone in on the correct intensities to use.